Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the staff and doctor stated that the device was not prepped properly (did not blow out channel) and the catheter clogged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the report indicates that the user "did not blow out channel" therefore creating a catheter clog. This is the most likely root cause of this occurrence. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user tested the device prior to use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.